Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to fluid ingress. Internal hardware with signs of fluid ingress were replaced. Following the repair, the deviced passed complete calibration and outgoing system tests. The device was recertified and returned to the customer. The customer was contacted to review the device's storage conditions. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.